Manufacturer narrative:
This report is submitted on may 4, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to the patient receiving treatment for a medical condition that required removal of the device. Reimplantation is planned but has not yet taken place at the time of this report.